Event description:
Patient reports "experiencing discomfort" and "implants were part of the recall". This record is for the right side. The device has been explanted. A patient¿s legal representative reported a patient experienced the events of ¿discomfort in breasts, such as itching, severe pain, hardening, swelling, hair loss and strange sensations in breasts, which were soon associated with the prostheses. Months after presenting such symptoms, patient became aware of the recall. After a clinical evaluation by a plastic surgeon, to remedy the discomfort caused by contracture and to eliminate the afflictions and anguish generated, physician recommended that the patient should perform the replacement of the implants as soon as possible. This situation caused the patient anxiety, distress, fear, in addition to knowing that was carrying a ¿time bomb¿ in the body.¿

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.